Event description:
Event description cpi received information that during implant of this endotak endurance rx lead with a single chamber ICD, the patients av node was damaged. An ICD with dual chamber pacing was then implanted with a different lead.